Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer blood glucose value was 220 mg/dl at the time of the incident. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete pump rewind. Customer states they already tried four different batteries and was able to rewind the insulin pump but after 45 minutes it would giving the same error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25 due to j6 connector resistance issue.